Manufacturer narrative:
Product analysis: the closurefast device was returned within the shelf-box. Within the shelf-box, the device was contained within the opened sterile label pouch and the transport tray. No ancillary devices or images were returned with the closurefast device. Visual inspection revealed a bend was observed in the catheter heating element/coil, approximately 4.5cm proximal to the distal tip. Damage was noted along the catheter heating element/coil. The had a dark discoloration and was located between 2.8cm to 5.5cm proximal to the catheter distal tip. Microscopic examination revealed bubbling of the fep consistent, with melting. There was a dark red discoloration throughout the length of the damaged portion of the fep. The substance was consistent with dried blood. A hole was noted in the damaged fep and the coil was exposed. No anomalies were noted with the connector pins. The catheter passes resistance and functional testing. The unit was subject to several additional tests such as movement in the power cable, pc board and strain relief. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with an rfg2 during patient treatment. It is reported that the catheter did not hold a temperature of 120 °c despite high energy. The catheter was withdrawn form the patient. It is reported there was a ¿blubber noise" or similar popcorn at the rfa. The catheter was replaced and worked with the same rfg2 without issue. No issue reported with the rfg2. The procedure was completed without further issue. No patient injury reported.